Manufacturer narrative:
The left and right sides of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose rose to 21-24 mmol/l (378-432 mg/dl) while wearing the pod for around 5 hours on the arm. The pod was initially reported for leaking. Investigation of the pod found a tear in the cannula.